Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced shock. And a noise was noted on the right atrial (ra) lead and sensing was affected. Boston scientific technical services (ts) stated that it looked like electromagnetic interference (emi) from a tablet or phone over patient's upper chest. This device remains in service. No adverse patient effects were reported.